Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the positioning issues has been completed since the original report was filed. The device was returned for investigation and was tested upon return. The root cause of the access site bleeding issue was most likely patient condition related since bleeding was reported from arteriotomy. The patient was morbidly obese, and the vessel was reported to be deep down. The root cause of the positioning issue was most likely use related due to improper technique. Low pump was also detected. The root cause of the low pump flow issue was biomaterial.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had a 5.5 delivered via the axillary site. During support, the patient developed some bleeding from their access site and a jp drain was placed. Three units of packed red blood cells were administered to counteract the bleed. Support was maintained with the implanted pump following the intervention.